Manufacturer narrative:
Visual inspection of the interior revealed the driver's secondary motor to be out of bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed two '2d' fault alarm codes. This alarm is produced as a result of the operation of the secondary motor. Since the secondary motor was observed to be out of the bdc position, it is likely that this is the customer-reported alarm and was produced because of secondary motor engagement. The conditions that caused the secondary motor cam follower to move out the bdc position cannot be conclusively determined, but it is possible that it occurred due to a drop, near drop, or other rough handling of the driver. Despite the observed secondary motor cam follower moved out of bdc position, testing confirmed that the driver functioned on both the primary and secondary motor circuits. Additionally, during investigation testing, the left arterial pressure (lap) was found to be out of specification due to a malfunction of the piston and cylinder assembly. This issue is unrelated to the customer-reported fault alarm. Syncardia has a corrective and preventive action (CAPA) for this lap issue. Syncardia has completed its investigation and is closing this file. Ce 5534 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out as it exhibited a fault alarm during testing.